Manufacturer narrative:
(B)(4). Post market vigilance (pmv) concurrently with engineering led an evaluation of three devices opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned devices. Visual inspection of the cartridge noted that reload one had a full complement of staples. The knife bar was herniated from the side of the reload with the jaws unclamped. The reload was dissembled and h limiters were present within the device. Visual inspection of the cartridges revealed that reloads two and three were partially fired with the interlock engaged. Staple pushers were partially fired. Microscopic evaluation noted that each reload had damage to the cutting edge of their knife blades. The anvil clamping mechanisms were deformed. Due to the condition of reload one, functional testing could not be performed. Reloads two and three were loaded into a pmv representative instrument idrive ultra powered handle 1 and endo gia adapter standard for functional testing. For each reload, the reload detect led started flashing as intended, indicating that the software recognized the presence of a reload. The reload loaded, unloaded, rotated, articulated, and opened and closed properly without difficulty. The interlocks were overridden and the reloads were applied to test media. All remaining staples were placed and the test media was roughly transected. Functional testing confirmed the safety interlock features successfully prevented the reloads from cycling again. The returned reload as received by covidien was found to not meet specifications and the reported condition was confirmed. A review of the device history record indicates this device lot number was released meeting all quality specifications. Replication of the reported condition may occur of the idrive ultra powered handle stops firing before the lower clamp reaches the distal end, which is likely due to the firing force reaching the upper design limit of the endo gia reload. In addition, staples may not form properly and tissue may not be fully transected. Replication of the damaged knife blade may occur when an obstacle has been incorporated in the jaws during application. The information booklet which accompanies each product shipment cautions the user; ensure that no obstructions (such as clips) are incorporated in the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Replication of the herniated knife bar condition may occur if the device is articulated beyond the design intent causing the blowout plate to break and fail during articulated firing. The device could have been articulated beyond the design intent through the means of the user manually exercising the articulation feature before use or firing against an object while articulated. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Procedure: laparoscopic colectomy according to the reporter: the surgeon performed a laparoscopic colectomy with an idrive ultra. After the surgeon pressed the firing button, the staple could only be fired the half-length and stop. He pressed the firing button again but there was no instrument movement. This happened with same lot number of 3 reloads. He then changed to use another lot number and continue to perform the surgery.